Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, insertion tube with protective cone damage and large mechanism cover leaking were observed due to physical stress. A non-original insertion tube and full engine were repaired by a third party. In addition, damaged mechanism due to infiltration and worn connector tube due to reprocessing error were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the gastrointestinal videoscope has a perforated channel and burnt light fiber. During a standard service inspection of the customer returned device, channel damage with foreign material exiting from channel was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR.. Correction of the initial medwatch. The aware date should be (B)(6) 2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined as the subject device was repaired by a third-party. It is likely the lubricant (molykote) was leaking from the channel. The following information is stated in the instructions for use: "this instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage can result. Equipment which has been disassembled, repaired, altered, changed or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.